Event description:
It was reported that the patient has deceased. The patient fell in the bathroom at his home and had a intracranial hemorrhage. There is no known allegation from a health care professional that suggests that the death was device related. No further information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.